Manufacturer narrative:
Two syringes were received for evaluation. The reported defect was not confirmed through visual, functional, or dimensional evaluation. Pressure test with 1300 psi was applied to the samples according to functional specification, none of the samples show leaks or air. There were no problems with the luer lock connector, and none of the samples disconnected during the pressure test. The syringe barrel and plunger diameters were within specifications for both samples. The root cause was not identified since defect could not be duplicated in the samples received.

Event description:
Clinical engineer reports syringe blew off high pressure tubing during injection. The connector tubing was a merit medical (B) (4). There was no report of injury to pt or staff.